Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a meter anomaly from the insulin pump. The customer stated that her blood glucose readings were in the 400s mg/dl. The customer stated that her meter will not turn on. The customer was advised to troubleshoot using the menu button and it functioned properly. The customer declined to troubleshoot for high blood glucose readings. The customer will call bayer to troubleshoot the meter.